Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that if the interconnect cable was moved the system would display an x-ray disabled error message. The customer had to reboot the system to regain functionality. There is no report of death or serious injury associated with this complaint.